Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not sure it had been working properly. The patient reported they were still having problems. Patient stated they were having major leakage since they went back to work. Patient had bumped it from 1.9 volts to 2.2 volts a week prior and prior to calling had increased to 2.3 volts. Patient was able to increase stimulation to 2.6 volts on program 4 during the call. It was reviewed that it takes time for the body to respond to therapy and titrations should be discussed with their healthcare provider. The patient was told to give it a couple days to see if symptoms improved, if they didn't they were redirected to follow-up with their healthcare provider or call back and they could help with adjusting again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the cause of the device not working properly was they didn't remember how to make changes to the settings. They reported that increasing the stimulation resolved the device not working properly and leakage.